Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 125 ohms on the right ventricular (rv) channel. All other right atrial (ra) lead and rv lead measurements were within normal range. Upon review, the shock impedance measurements histogram showed readings in the 100 ohms to 130 ohms range over the past 12 months. Technical services (ts) recommended programming options or to have this lead replaced. This device remains in service. No adverse patient effects were reported.